Event description:
Ventilator found with chirping noise and blank screen. Ventilator failed on it's own. Two rn's responded to the chirping noise to find the ventilator completely off and the pt vitals compromised as a result. Pt was immediately disconnected from vent and ambu bagged. Ventilator was exchanged out for another.